Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt and pt rep stated that the patient was implanted on friday and they don't know how to get it to work. Caller stated they were told by the medtronic representative that they would set it up before the patient left the hospital and everything said it would be the same as the trial, but the patient has not felt anything. Pt rep noted that the pt felt tingling during trial but has not felt tingling since implant. Caller asked if they can increase the intensity to see if the patient will feel anything. Agent walked caller through how to increase/decrease the intensity on group b. Caller confirmed that group b is set at intensity 1. Pt rep noted the controller is at 90% and implant at 70%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider and mdt rep to further address not feeling stimulation.